Event description:
The synsiro drug-eluting stent system was selected for use. It was detected that on the proximal part of the stent stent struts were deformed.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the proximal half of the stent is severely deformed, and judging from the xray markers the stent is displaced by about 1 mm in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. Since it was not possible to apply a reference protector cap over the deformed strut without bending them further, it can be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.